Event description:
It was reported that the patient experienced a burning sensation at the battery site when the stimulation was turned on and was unable to charge it due to overheating. Database analysis revealed no anomalies. All components were explanted and will not be returned per hospital policy. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
D6b: explant date: (B)(6) 2024. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6) , batch: 20567004.